Event description:
Auto transfusor designed with safety back check valve to prevent reverse of blood flow when bulb squeeze performed. The safety valve did not function and blood went back to pt's joint instead of into collection canister. This was a second event with in a month.